Event description:
A baxter field service technician serviced a colleague device for fc 808:02:00. According to service, the pump had been infusing for six (6) seconds when the interruption occurred. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is vista balance(6.12.00).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during evaluation. The assignable cause was determined to be defective pump head module (phm). The phm was replaced to fix the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.